Event description:
Revision surgery - revision due to antibiotic spacer molds implanted were removed and new hip implants were implanted.

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2020-01257; 941-01-40h, s800-revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.